Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device history record was reviewed and a material review report was found on part number 357.377 lot 5296945 for feature go gage does not go on 1 out of 60 supplier parts. The 1 non-conforming part was scrapped and 59 parts accepted. This non-conformance is not relevant to the complaint because the issue is on the threaded end. The head that broke is at the opposite end of where the threads are on the coupling screw. No issues were found during manufacture that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw head broke off toward the end of a trochanteric fixation nail (tfn) procedure. The broken coupling screw head was retrieved without difficulty. There were no surgical delays and no fragments; the procedure was completed successfully. This is report 1 of 2 for (B)(4).